Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to say when the alleged inaccuracy started. She reported that on an unknown date and time, she obtained an alleged inaccurately high blood glucose result on the subject meter of ¿263 mg/dl¿. (Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy). The patient manages her diabetes with insulin, which she self-adjusts. She reported that she followed her usual diabetes management routine after obtaining the reported result. She stated that on (B)(6) 2018, she developed symptoms of ¿sweating and shaking¿ which she attributed to a ¿blood sugar crash¿. The patient was unable/unwilling to say what treatment, if any, she received for her symptoms. During troubleshooting, the cca noted that the meter was set to the correct unit of measure. The patient confirmed that her test strips had been stored correctly and were within expiry date. She did not have control solution to test the meter and test strips. This complaint is being reported because the patient reportedly developed symptoms of a serious injury adverse event, i.e. Sweating and shaking, after obtaining alleged inaccurately high results on the meter after which she had followed her usual insulin regimen.